Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received in good visual condition. A bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed seventeen clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were forming tear drop shaped clips (not closing at proximal jaw). It is unknown if cholangiogram was done on procedure or if device was fired over another clip or hard structure. The case was completed with a new device of the same product code. There were no patient consequences reported.